Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the hospital and the pump ran dry. The patient experienced increased spasticity. The pump logs were checked. The alarm was confirmed by telemetry. They planned to fill the pump. The patient currently did not have a pump managing physician as she was dismissed for non-compliance. The patient had been without a pump managing hcp for some time since they were dismissed as a patient for non-compliance. The patient had a history of non-compliance and psychological issues so the patient had difficulty finding an hcp that would manage their pump. The patient had received their last 4-5 refills through various hospitals showing up at ER¿s. As of (B)(6) 2014, the pump had not been refilled. The patient was noted as still in-patient for a pressure sore. It was noted that if they could not find anyone willing to assume the patient as a pump patient they may have to discontinue therapy as the pump had been dry more than 2 weeks. The patient had been supplemented with oral medication. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver compounded baclofen.